Manufacturer narrative:
Hardware low level failure alarm (variable info=15) confirmed in the pump history due to problem isolated to the electronic assembly.

Event description:
The customer was reported via phone call that, the insulin pump had hardware low level failure alert after self test. The blood glucose was unknown at the time of the incident. The device will be returned for analysis.